Event description:
The initial reporter stated they received a questionable result for one patient sample tested with mpa mycophenolic acid on a cobas 6000 c (501) module (serial number (B)(4). The sample value did not correspond to the patient's condition. The sample resulted in a mycophenolic acid value of 2.37 ug/ml when tested on the c501 analyzer. The value was reported outside of the laboratory to the patient's doctor. The value did not agree with the patient's condition. The sample was sent to a second site where it was tested using an unknown method on a siemens analyzer and the result was similar to the one obtained on the c501 analyzer.

Manufacturer narrative:
Quality controls are within range except the first level of control drifts upward. No level 1 control information was available for the time of the incident. The last 10 calibrations were stable. The patient's fluconazole medication does not interfere with the assay and interference with the piracetam medication is unlikely. The investigation determined that the issue is consistent with high diuresis and high amounts of herbal infusion. A product problem can most likely be excluded.